Manufacturer narrative:
(B)(4). Report 2 of 2, please see similar event reported under MFR 3004753838-2018-115627.

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018 the patient's father reported that the patient's dexcom does not work half the time and when it does, the values are so off. He indicated that the patient has crashed twice at school with no alarm. He stated they have calibrated the system and the numbers are still off. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.